Event description:
An alarm issue was reported with the adc device in use with an iphone 8 phone with unknown os operating system . Customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced throwing up and diabetic ketoacidosis and was unable to self-treat, requiring healthcare provider treatment of insulin(dose/type unspecified). An unspecified lab reading was also taken. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with an iphone 8 phone with unknown os operating system . Customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced throwing up and diabetic ketoacidosis and was unable to self-treat, requiring healthcare provider treatment of insulin(dose/type unspecified). An unspecified lab reading was also taken. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The freestyle librelink app complaint was investigated and determined that there were no issues with the librelink application that would have led to the complaint. The user reported signal loss. Attempted to replicate the user¿s complaint using similar configuration and the reported issue was unable to be replicated and the system functioned as intended. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.